Event description:
According to the reporter, during a procedure, sealing was inadequate/partial (with evidence of energy delivery and end tones heard). The jaws were cleaned when needed, and 5-7 good seals took place before the issue occurred. The patient had an extended hospitalization and was admitted to the ICU (intensive care unit). The patient's situation was also critical. Another device was used with the same generator and it worked fine.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when sealing short gastric artery approximately 2-3 mm thick, sealing was inadequate/partial (with evidence of energy delivery and end tones heard). There was no re-grasp alert. The jaws were cleaned when needed, and 5-7 good seals took place before the issue occurred. The patient had an extended hospitalization and was admitted to the ICU (intensive care unit) for 3 days. The patient's situation was also critical. Another device was used with the same generator and it worked fine.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.